Manufacturer narrative:
This supplemental MDR was created to correct the previous device code submitted. The correct device code is false negative result. (B)(4).

Manufacturer narrative:
Through the course of the investigation into the complaint kit lot, no product problem was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer reported discrepant sars-cov-2 results for a patient when testing with the cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system (lot 00813z). The initial test was positive for sars-cov-2. A new sample was collected and generated negative results using the same cobas liat analyzer. The customer received another sample and ran it on a quidel lyra direct by pcr. The results for sars-cov2 were positive, which they felt resolved their issue about clients health status. No harm or injury was indicated. It was noted that that results were reported to medical personnel, but not put in her chart. No further details were provided. Through the course of the investigation of the complaint kit lot, no product problem was found.